Event description:
It was reported that the auto-analyze feature is turning on when the device is connected to patients. The customer has turned the auto-analyze feature to "off" but the unit continues to analyze. There were no reports of adverse effects to any of the patients.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.